Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform displacement test due to blank display. Unit had minor scratched lcd window, the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump display was scratched. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.